Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hw: usb port - not charging issue was verified, but the occlusion-insulin issue could not be verified. The information will be used for tracking and trending purposes.